Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt stated that he had intermittent stimulation. While getting up, he "felt stimulation momentarily", but then it went away. The next day, the pt experienced no stimulation up to the maximum amplitude setting. The pt indicated that there was no known accident or incident related to the loss of effect. The pt experienced 100 pound weight loss in the last seven months. The pt's status was reported as "fair". F/u with the pt's healthcare professional was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.